Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer powers on device, and receives error 571.6241 in display. Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: troubleshooting/ error codes. Case resolution: customer powers on device, and receives error 571.6241 in display. Explained problematic fault for device displaying error code. Customer will need to repair/replace the logic board to isolate problem fault. If they are experiencing further error fault, they will call back for assistance going forward. End call. (B)(4).